Event description:
It was reported that the pump exhibited a cracked (dso) downstream occlusion sensor seal. The event occurred during testing.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a cracked and ripped (dso) downstream occlusion seal and buckled/dented upstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a cracked and ripped downstream occlusion seal. As a result, the downstream occlusion seal and upstream occlusion seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.